Manufacturer narrative:
User guide states "use only the accessories provided with the system to charge your t:slim x2 pump." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump became warm to touch while the customer charging the pump with a non-tandem approved charging cable. No impact to the customer's blood glucose. Technical support advised customer to only charge the pump with the approved accessories provided.